Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source lamp did not light up when turned on. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The lamp was not working. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported issue of the lamp not lighting was confirmed. The cause of the malfunction was attributed to a faulty power supply. Olympus will continue to monitor field performance for this device.